Event description:
Haptic lens appeared crooked by surgeon. So, new lens was opened and successfully implanted. Product did not have patient contact or patient harm. Product is available to be returned to manufacturer.